Event description:
It was reported that the caller had noticed changes in the patient since the pump was implanted. The caller stated that the patient was more relaxed and more subdued and the pump was helping with the spasticity but the patient also had increase in severity of seizures. The caller noted 2 instances where the patient had seizures that affected the left or right side of the body. The patient became rigid and jerky and previous to the pump her seizures were only ¿staring seizures¿. The caller believed the patient had cerebral palsy (cp) but was undiagnosed. The caller had an appointment with the healthcare provider (hcp) on (B)(6) 2013 to discuss the issue. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; (B)(4).